Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Based on the received information from the field, in situ measurements show 5 channels with high impedance. The cause for the observed hi channels cannot be determined due to a gap of six years in telemetry history. Further information was requested from the field, but not received.

Event description:
The user reported abnormal sound quality and could not understand. There have been no known head injuries, but the user does have a tendency to fall. No imaging has been performed and no known cochlear malformations were reported. Prior to the upgrade to a sonnet processor the opus2 had been lost and the user was without stimulation for several months at least. The user will be further monitored.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported abnormal sound quality and could not understand. The caretaker reported no head trauma or recent illness.